Manufacturer narrative:
Advanced failure analysis was completed on the large needle driver instrument. The initial finding of a broken grip was confirmed. It was noted that the grip broke at the weakest section of the grip, near where the base of the tip meets the distal clevis. There was no other damage observed to the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a fragment falling and being retrieved from patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.080" x 0.283" was found to be broken off. The broken piece was not returned. The complaint regarding the broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This failure is typically attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the needle driver instrument tip was broken off. It was confirmed that a fragment fell was retrieved from the patient during the same procedure. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details had been received as of the date of this report.